Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v014938, implanted: (B)(6) 2007, product type: lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported the patient reports about a week and a half ago she was in a-fib and they gave her medication but it didn't work so they had to defibrillate patient. The patient reports she had stimulation turned off at the time and still has stimulation turned off but ever since that time feels a vibration sensation in her vaginal area. This was not like what stimulation normally feels like to her. She normally doesn't really feel stimulation sensation when stimulation was turned on. The patient may need to have a cardiac device implanted. May end up having neurostimulator removed. Additional information could not be obtained at the time of the report. Should additional be received a supplement report will be filed.